Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's leads were explanted and the leads and ipg were replaced. Effective therapy was established postoperatively.

Event description:
Related manufacturer report number: 1627487-2023-00197, 1627487-2023-00198, and 1627487-2021-01670. Additional information was received that both of the patient's ipgs were explanted. The patient's leads had high impedances which prevented the patient from entering MRI mode and as a result they were cut and left implanted. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information.

Event description:
Related manufacturer reference number: 1627487-2021-01670. It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately two months ago. Surgical intervention may be undertaken to address the issue. It is unknown which ipg is inoperable, as such both of the patient's ipgs are being reported.